Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: not sure if device is returned.

Event description:
Country of compliant: (B)(6). Delivered with the return kit inside an unknown liquid it was there was also a valve blocked. It was reported that there was preoperative blockage of the prechamber.

Manufacturer narrative:
The unigav valves was received in its original packaging, but already opened. A visual inspection was performed and revealed that the unigav shunt systems has no deformations or other abnormalities. However, salty deposits were detected inside a prechamber. To proof the penetrability of the prechembers, we carried out a penetrability test. This test was carried out at a hydrostatic pressure of approximately 30 cmh2o in the flow direction. The test results showed that the membranes of the prechambers could be pumped with liquid properly in both cases and also have given the liquid again based on the investigation, we cannot confirm a blockage. At these shunt systems, no failures were detected. No further actions are required.